Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol is 53.0 ml, rate is 2.2 ml/hr, given is 47.0 ml. Small bubbles present in the tubing that extends across the top of the cassette. Patient not affected. No further information available.